Event description:
A biomed reported that upon transfer of the pt to a new unit, the receiving nurse noticed the heparin infusion of 25,000u / 250 ml was infusing as a secondary at a rate of 100 ml/hr instead of the intended primary rate of 10 ml/hr/ the profile used was adult. A stat heparin level was drawn and the results were not elevated. There was no pt harm. Although requested, no further pt or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review however only the data set and a partial log in pdf format was received. A follow up report will be submitted with evaluation results once it has been completed.